Event description:
It was reported that the customer was hospitalized with diabetic ketoacidosis. Customer's blood glucose was 301 mg/dl at the time of the report. It was also stated that the transmitter would turn red when placed on the charger and then turn and stay green. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This is 1 of 3 medwatch reports on this event. Please see medwatches #2032227-2015-02618 and 3004209178-2015-85410.